Manufacturer narrative:
510(k) # is k082590.

Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging that the subject meter was not powering on. During troubleshooting with the customer service representative, the meter turned on successfully. Based on the customer service investigation, there was no indication that the product malfunctioned. There were no allegations of harm or injury. Replacement products were sent to the patient. On (B)(6) 2011, lifescan received the meter involved with this complaint. Device evaluation was completed with the returned meter on (B)(6) 2011 and concluded that the returned meter failed testing: there was leakage found in the battery. This complaint is being reported due to the failed testing.